Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following creation of the corneal flap in one eye, the flap was noted to be incomplete and could not be lifted. The ophthalmologist proceeded to cut the incomplete section manually, with a scalpel. There was no impact to the patient. No further information is expected.

Manufacturer narrative:
Logfile review: the reported treatment showed no warning or error message during the treatment. The treatment shows no further problems during achieving of the vacuum. The vacuum and energy is stable during the treatment and no technical issue can be identified. No suction loss or change of suction values is detectable during the reported treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).